Event description:
During a follow-up, increased pacing lead impedance was observed. The lead was capped and replaced. Review of fluoroscopy revealed externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.